Event description:
Repeated problems with this pump since the issuance of a new software program which was intended to correct previous problems, but has now created life threatening problems. The device is labeled with a precautionary statement that it is very sensitive and therefore users must wait for each prompt prior to hitting the next key or the entire 4 channels will shut down not allowing access to correct the program. As this device is intended for use in cases when many life sustaining drugs, such as inotropics, are in use, it seems to the rptr that this is a major design flaw and preclusive to the intended use. In life threatening situations, one cannot wait and must punch the keys quickly. In the most recent and catastrophic case the pt died. While it is not clear that they would not have died anyway, due to a very debilitated state, the interruption of inotropic drugs on a 3rd time CABG re-do pt with poor ejection fraction, clearly could have resulted in catastrophe. The rptr has addressed this with the MFR as they feel that at least a temporary device recall is needed, but according to the rptr the MFR does not see the problem in this way. There have been enough occurrences at this facility that they have asked for the co to replace the pumps with a different model, which they will not do and the hosp tells the rptr that they cannot afford to replace them themselves.